Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone = (B)(6). E3: occupation = lab supervisor. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the packaging of an guardia¿ access embryo transfer catheter was found to contain small hairs. It was reported there were no adverse effects due to this occurrence as the device did not make patient contact. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Investigation evaluation: as reported, the packaging of an 'guardia access embryo transfer catheter' was found to contain small hairs. It was reported there were no adverse effects due to this occurrence as the device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found nonconformances related to debris/defects inside and embedded into the device material. The affected devices in the lot were identified and scrapped prior to distribution. A complaint history database search showed two other related complaints associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling; the IFU [t_k-j-etc2_rev1; 'embryo transfer catheter'] supplied with the device states the following in consideration of the reported failure mode: "how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile store in a dark, dry, cool place avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony. Cook has concluded a manufacturing deficiency contributed to the reported failure. The personnel responsible for the manufacture of this out of specification device have recently completed defect awareness training for a similar packaging issue. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.